Event description:
It was reported that during a prostate procedure the fiber "cap detached at 100,000 joules and 60 minutes". Reported gland volume 60 ml. Unknown if cap detached inside pt or if retrieval was required. A second fiber was used to complete the case. No further info was available.